Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
Reference manufacturer report number: 1627487-2021-17901. It was reported that the patient's dbs leads had been explanted on an unknown date prior to (B)(6) 2021 for an unknown reason. The reason for the procedure was not disclosed to the manufacturer. Further information is not available at this time. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.

Manufacturer narrative:
It was reported that the patient leads had been explanted on an unknown date prior to (B)(6) 2021 for an unknown reason. The reason for the procedure was not disclosed to the manufacturer. Further information is not available at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.